Manufacturer narrative:
Report source: other: health (B)(6) incident report reference no. (B)(4). (B)(6). (B)(4). The device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed in 2007. In 2016, the patient had another mesh implant (brand name unknown). Reportedly, immediately after the implant procedures, the patient experienced acute pain on her left groin, left buttock, and left thigh. Following this, the patient had to undergo several examinations including x-ray, bone synthesis and nuclear medicine and was then diagnosed with chronic pain. Despite several treatments, the patient still experiences chronic pain that reportedly makes her days so difficult.